Manufacturer narrative:
The insulin pump passed functional testing including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit or failed battery alarm noted. All operating currents are within specifications. No unexpected low battery or off no power alarms noted. All of the buttons functioned properly, no damage on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. The customer stated that the pump doing a self-test and it alarm battery out limit. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to allow one minute for the alcohol to dry. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer did not received failed battery test the second time he she put the new battery. The customer was advised that the pump will need to be replaced.